Manufacturer narrative:
Device not returned. No eval will be performed. If the device or additional info becomes available, it will be reported on a supplemental report.

Event description:
It was reported, "dr. Bryant applied a i2 hole distal medical tibia locking plate. The plate was secured distally with a k-wire. Then proceeded to secure the plate proximally w/a cortical screw next 2 locking screws were inserted distally into the plate followed by 3 in the shaft. The screws in the shaft had the drill sleeve inserted, hole was drilled, measured screws were started on low power, and finished by hand. The 3rd screw from the top would not seat. Screw was reversed and reinserted and still would not seat.